Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable high result from coaguchek xs serial number (B)(4). At 11:02 am, the result from the meter was 4.7 inr. At 11:04 am, the result from the clinic's coaguchek meter was 3.2 inr. At 11:17 am, the result from a lab was 3.0 inr. The laboratory method was not known. There was no allegation of an adverse event. The customer had no anemia, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer had no bleeding or bruising, no changes in diet or medication. The customer took regular dose of warfarin on (B)(6) 2018 between 8:00 pm to 9:00 pm. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 281241) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned meter and strips were tested in comparison to a retention meter and materlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 38%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 2.5 inr. Customer meter with customer strips: 2.4 inr. Donor 2: retention meter with masterlot strips: 2.6 inr. Customer meter with customer strips: 2.7 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. .